Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to a third party service center and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.